Event description:
It was reported that during an unknown procedure the titanium blade of the jaw broke during or and was recovered (so no impacts on the patient). The broken ace36 was exchanged with a new one. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. Additionally, the tissue pad had b form staples embedded. The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade it is likely that the cause for the broken blade was contact with the staples.